Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the problem of speaker malfunction/ sounds works at central but not on the vs4. The device was not in clinical use at the time the reported issue was discovered.

Event description:
The customer reported the problem of speaker malfunction error, sounds work at central but not on the vs4. The device was not in clinical use at the time the reported issue was discovered.